Event description:
Related manufacturer reference number: 2017865-2022-01784. It was reported that the patient's pacemaker pocket was infected. Redness and swelling were noted at the pocket site. The pacemaker and right ventricular lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned. Interrogation results and visual inspection was normal. The cause of infection could not be traced to the device.